Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the forceps channel port had corrosion and distal end had foreign objects could not be determined. Date of event is unknown. Additional information will be provided if available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro fiberscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that forceps channel port had corrosion and distal end had foreign objects was found. There was no patient involvement.